Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic resctosigmoidectomy procedure, while stapling, the stapler was unable to fire, and the surgeon was unable to squeeze the handle. After pressing the green button the surgeon attempted to fire the charge, but the handle made a loud noise and became annoying. He opened another new stapler to complete the case. There was no patient injury.